Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shaft broke off during a spinal fusion procedure on (B)(6) 2018. Issue was noted after the implant had been placed. The broken tip was successfully removed from the patient and the procedure was successfully completed without surgical delay. There was no patient consequence. No patient outcome reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.812.003. Lot: l507772. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2017. The device history record shows this lot of 18 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. The implant was received with the reported condition of ¿broken (2+ pieces) intraoperatively: rm¿ at customer quality (cq), the applicator inner shaft was received with a broken coupling knob at the proximal end of the inner shaft, the broken fragment was not returned. The device was observed with wear and tear on the surface. Additionally, one of the distal tips is slightly bent approximately 10 ¿ 15°. The complaint condition is confirmed and the received condition agrees with the complaint description. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection: diameter just below coupling knob was measured and is within the specifications per relevant drawings. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture). Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is possible that an excessive off-axis load was applied resulting in the broken knob and bent distal tip. A material DHR review could not be performed as only the top level of the device history record was reviewed, as the sub-components are not lot tracked. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.